Manufacturer narrative:
Product was discarded at the hospital. Device manufacture date is unk. Eval is pending.

Event description:
In 2009, the sales rep reported that during surgery, the surgeon was attempting to implant a large screw into the pedicle, and the pt had very hard bone. The first driver cracked and broke the tip and so then the surgeon attempted to use the other driver in the kit and the tips broke in the same pattern as if they were using the dorsal height adjuster. The sales rep had another kit in the room for another case and they used the instruments out of that kit to finish the case as intended. The surgeon used a small rod and the all mighty to back out the large screw and implanted a smaller screw in its place. There was a surgical delay of 10 minutes.